Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and was unable to duplicate the reported issue. Instead an invalid gas issue was discovered. The dog bone was receded and the invalid gas was gone. The fsr performed blending accuracy and ovp (operational verification procedure). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported unit is presenting with low fraction of inspired oxygen on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.